Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope showed an e226 communication error. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "scope communication error e226" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: air water tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer reported complaint is not detected and for the additional finding is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.